Event description:
The user facility reported a 63-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had an impella cp placed for support of a st elevation myocardial infarction (stemi) patient. The patient was transferred from the community to a tertiary center for care and monitoring. The pump was explanted after over eight hours due to limb ischemia. The ischemic leg was "dead" and so perfusion was placed and venoarterial extracorporeal membrane oxygenation (va ECMO). The pump was explanted with plan of impella 5.5 care escalation. The limb was treated beyond the explant by cutdown and thrombectomy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.